Event description:
It was reported that a dexcom g7 continuous glucose monitor intermittently lost communication with the ilet pump while remaining connected to the user¿s phone, and the user received repeated sensor reconnecting alerts; support guided the user to toggle the pump cgm setting between g7 and g6 and re-enter the sensor pairing code, after which the pump re-entered pairing mode and the user was educated on the pairing period. Symptoms included sensor signal loss to the pump. Outcomes included no alerts or alarms on the pump beyond reconnect notifications and no adverse health effects. Investigation included customer service troubleshooting, user education, and re-pairing guidance. Investigation of this case revealed a communication interruption between the pump and cgm that was resolved through reconfiguration and re-pairing, with no evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or pairing issue.